Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. The device exhibited reduced angulation. Gap of adhesive on bending section cover was noted. The adhesive part on the bending section cover was worn out. The light guide lens was cracked. Crack of resin part at distal end was noted. The device failed the adenosine triphosphate (atp) test and electrical safety test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope exhibited auxiliary water supply issues. The device was returned and an evaluation revealed, the air/water channel was clogged with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Correction to the initial report: health professional was selected inadvertently selected in the g2 field. In addition, the d9 field was missing the device receipt date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The reprocessing steps performed by the customer could not be verified. Therefore, the definitive root cause could not be determined, but the event can likely be traced to the user. The event can be detected and/or prevented by following the instructions for use which state: - operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.